Manufacturer narrative:
H3. Analysis of the recharger (serial #:(B)(6)) revealed " bench tested-ok, no anomalies were observed". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding the external equipment. The reason for call was for the past 5 or 6 months. Patient stated that it takes almost 6 hours to charge the implant. Patient mentioned that they have tried resetting the controller but that did not resolve the issue. Patient did not have the external equipment with them at the time of the call. Patient will call back with equipment for further troubleshooting.patient called back to report that it takes 6 hours or more to charge their implant. Patient also said that one full charge of their controller will only charge their implant up to 80%. Agent had the patient reset the controller. Agent had the patient checked the controller port and pins for damage and no damaged was found. Agent had the patient checked the recharger for damage and the patient stated the wire near the paddle 'looks like it will damage eventually'. Patient stated the paddle gets warm when charging their implant. Patient also mentioned their recharging belt stitches was falling apart. Troubleshooting did not resolve the reported issue. A request was sent to repair to replace the recharger and the recharging belt. .

Manufacturer narrative:
See h10 for fdc code correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger correction: section a2 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.